Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error. The customers blood glucose was unknown at the time. The customer noted they saw the message ¿critical pump error¿ on the display. Customer stated he slipped and fell while the insulin pump was in his pocket. Troubleshooting was not performed and the customer did not seek any form of treatment. The customer was advised that they would be receiving a replacement pump. Customer was advised to return the broken pump for analysis.

Manufacturer narrative:
Pump passed rewind test, prime/seating test, basic occlusion test and force sensor test. No unexpected critical pump error alarm noted during testing. Unit was received with high sleep current, pump error 68/49/23 alarm after battery changed and pump error 75 alarm during self test due to moisture damaged electronic assembly. Unit was received with faded serial number label, cracked case along the side of the battery tube, missing reservoir tube retainer, scratched case and minor scratched lcd window.